Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was received in two pieces. An insulation abrasion was noted at 48.1 cm to 48.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4). (B)(6).